Event description:
The physician, who was in training for perclose device deployment, attempted arteriotomy closure using the closer s device following an abdomino-ilio-femoral angiogram to evaluate bilateral lower extremities. The perclose representative counseled the physician that the pt's small artery might be an issue, but the physician elected to use the closer s. The device worked fine, and deployment was normal. Marking was achieved, and both sutures captured. Upon tightening the final knot in the device, the entire knot was pulled through the tissue. The perclose representative felt that the stress of knot transport was probably the cause of the knot pulling through the tissue. Pressure was applied for a total of 12 minutes for successful hemostasis. The pt was discharged later that same day. On the following day, the pt noted that the left lower extremity was cold to touch and was painful. The pt returned and an angiogram was performed which showed a hematoma clot which was limb threatening and required surgical intervention.